Manufacturer narrative:
The 3.0 x 12 mm xience v stent is being reported under the same MFR #.

Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: myocardial infarction (mi) is considered to be permanent impairment. Device issue: no device malfunction has been reported. It was reported that via a trial that the index procedure was in 2008, and during the procedure a 3.5 x 23 mm xience v stent and a 3.0 x 12 mm xience v stent were deployed in the proximal circumflex lesion. A day after the procedure, the pt had increased troponin; however, there was no treatment. The clinical evaluation committee (cec) review results determined this event to be a non st elevation myocardial infarction (nstemi) non q-wave mi. No add'l event or pt info is available